Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product did not work after removal of the tissue pad. The tissue pad of the device was removed from the jaw within five minutes of starting surgery. Unknown how case was completed. There were no adverse consequences for the patient.